Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Exact implant date is unknown. Linx was implanted in (B)(6) of 2017. Assumed first day of the month for implant. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: received information from doctors office regarding female patient who presented with recurrence of symptoms. Imaging reveals a discontinuous device. Patient is a transfer patient from (B)(6). Device was implanted in (B)(6) 2017 (B)(6). Currently, the patient is experiencing a health issue that will need to be cleared before the explant can be scheduled. They will notify us once the explant is scheduled. The explant procedure has been scheduled for (B)(6). Regarding patient history since implant, she¿s had a few MRI¿s and all verified that they were a 1.5 t magnet. She has had no dilations since implanted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? Please inform us again on november 29th to confirm with us that the device was explanted. What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send photo to (B)(6). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device has become discontinuous and will be explanted at an unknown time. Imaging reveals a discontinuous device.

Manufacturer narrative:
(B)(4); date sent: 11/29/2022. Additional information was requested, and the following was obtained: what was the exact date of implant? Do not have exact day was in (B)(6) 2017. Please inform us again on (B)(6). To confirm with us that the device was explanted. Will inform (B)(6). What symptoms lead to the discovery of the discontinuous device? When did they begin? Pt began experiencing increasing ged s/s we saw as a new pt (B)(6) 2022 was referred by ent what was the date of the imaging which showed the discontinuous linx? (B)(6) 2022 if available, please share a copy of this imaging. Please send photo to productcomplaints1@its.jnj.com. Was the device initially effective in controlling reflux? Per pt report yes were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Recurrent gerd symptoms did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? MRI brain (B)(6) 2022 1.5t. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. No imaging other than esophagram (B)(6) 2022 that we are aware of. This pt is transfer of care form outside our area. Records have been requested but not received. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Removal is scheduled for (B)(6) 2022 with device replacement when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Will need to see if possible when and if the linx device is removed, may we ask that the device be returned for analysis? Shipper box is received

Manufacturer narrative:
(B)(4). Date sent: 12/29/2022. Additional information received: she is still hoarse from surgery and is having some difficulty swallowing which is different than after the first procedure. Her surgeon did not want to place a new device right away and so all her symptoms have returned since explant. She is seeking a second opinion as she¿s like to have a second device. Her situation is a bit more complicated as she had surgery to treat cancer and her vocal cords were injured during that procedure. She also needed a feeding tube placed secondary to an issue with her thyroid so at this stage determining the cause of her symptoms is a challenge. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2023. Investigation summary: a linx device with two visible weld balls disconnected from washers was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. Both washer through-holes at the separation were measured and was greater than the specification. The washer through-holes were non concentric with small amount of material displacement at the outer edge of the through holes. The overall appearance of the surface of the washers didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld balls was measured. This diameter is within the specification. The weld balls were concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device batch number 14622, and no related nonconformances were identified.